Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that a patient was listed for exploratory surgery due to higher lead impedance observed. The patient was implanted in (B)(6) 2018 with impedances within normal limits on the day of implant. At the patient's (B)(6) 2018 appointment, the impedance had increased to high, but normal impedance, and the patient was ramped up to 0.5ma. The patient then returned to clinic in (B)(6) 2018 with the device showing high impedance. The device was turned off. It was further reported that the patient had a bad fall 6 weeks prior to the (B)(6) appointment and complained of chest and back pain. X-rays reportedly showed no lead break. Impedance was checked again a few days later and read slightly higher impedances. From further follow-up it was stated that the surgeon was fine with the results of the x-ray and would not send the images to the manufacturer for review. The device was switched back on and there were no plans for surgery. The chest and back pain were not related to the device, but to the patient's fall. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history records were reviewed and the device passed all quality tests prior to distribution. No additional, relevant information was received to date.